Event description:
The dealer stated to al that he has an intermittent lock out. The tilt is all the way down and the back is all the way forward and it will not move. The dealer states that the patient doesn't have the money to pay for it so he is going to turn the drive lock out off and leave it that way.